Event description:
A customer reported that their insulin pump triggered an altitude alarm 21, preventing insulin delivery and resulting in a blood glucose level exceeding 500 mg/dl. The customer attempted to address this by switching to multiple daily injections (mdi) but faced further challenges with the pump, including obstruction of the speaker holes and issues with resuming insulin delivery. Technical support provided guidance to remove the obstruction and clean the speaker holes, instructed on reconnecting the cartridge, and advised waiting for moisture to evaporate. Despite these efforts, the pump could not resume insulin delivery, and instructions for a reset were provided. The alarm recurred shortly after, and further follow-up from technical support was planned.